Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that the patient sustained unspecified injuries post-op c4-5, c5-6 acdf surgery on (B)(6) 2006 using rhbmp-2/acs, cornerstone peek spacers 6mm and 7mm and atlantis plate. Post-op diagnosis: c5-6 psuedarthrosis, c4-5 hnp, solid fusion c6-c7. Findings: c5-c6 fibrous non union; c6-c7 no motion; c4-5 disc protrusion. No other information was provided. (B)(6) 2011: the patient underwent lumbar fusion surgery at l5-s1 using rhbmp-2/acs, progenix putty, synthes cage and screw fine tip. No other information was provided. Pump was explanted in this surgery.